Event description:
It was reported that, during an implant attempt, the implantable pacing lead dislodged while slitting. Another catheter was used, but the lead could not be positioned due to the patient¿s anatomy. A third catheter was used, but the lead measured high threshold. The physician, finally, decided to implant another lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.